Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 the error message stated clear obstruction and close the door, but the door was not open to be closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. The field service engineer (fse) inspected the main six enhanced full-height drawer and found medication jammed underneath, causing it to remain closed. Then the fse removed the drawer from the station and cleared obstruction to resolve the issue. Additionally, the fse checked all lights, cables, and cleaned debris. The system functioned as intended after the field service engineer repaired the device.